Event description:
It was reported that the user¿s blood glucose trended upward after starting a new infusion set, and troubleshooting identified that the infusion set was not connected to the tubing during the fill process, leaving a gap between insulin in the line and the cannula; the user subsequently filled the tubing with less than two units to bridge the gap, and the device involved was an ilet system with an infusion set and cartridge. Symptoms included hyperglycemia with a peak around 300 mg/dl and elevated readings for about two hours, with device alerts for sustained high glucose. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, no need for assistance, and no immediate adverse health effects. Investigation included troubleshooting and user education. Investigation of this case revealed an incorrectly deployed infusion set or an infusion set connector not attached correctly, leading to interrupted insulin delivery at the cannula. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.